Event description:
Subsequent to previously filed report sus voluntary event report (#mw5101647) received: could not lower foot plate to withdraw device. Additional procedure needed. No additional information was provided.

Manufacturer narrative:
Visual were performed on the returned device. The reported difficulty retracting the foot was not tested due to the condition of the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue damage listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide feet opened fine. After deployment, the footplate was put down; the device would not move. A cut down was performed where the needles were cut to remove the device. Vessel damaged was noted during removal. The lever continued to be stuck in place after the proglide device was removed from the anatomy. Surgical suturing and patch angioplasty were used to repair the artery and achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.